Event description:
It was reported that while doing a device check the programmer was unable to connect with the device even though there were green indicator bars visible on the programmer. It was noted that this occurred intermittently and that the programmer head was changed out but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was unable to connect with an implantable heart device during a device check however the radiofrequency transmitter was changed as a preventive. It was further noted that it was reconfigured and the software reloaded. (B)(4).